Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B3. Date is estimated; year is valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that they would only usually need to wear 1 pad every 24 hours and that it would often times be mostly dry, however now they've been having some leakage and if they would cough, they were noticing they would leak and they said that had never happened to them before. Patient services also asked the patient if they'd experienced any recent traumas or falls that could have led to the issue. The patient stated that about 2 months ago, they had a fall on their left hip and that's where the stimulator was located but the fall was not on that area of their left hip where their ins was. The patient stated the leakage didn't start immediately afterwards but stated that it started about a good month-5 weeks ago. Patient services reviewed that a fall could impact the implant site and redirected the patient to follow up with their managing health care provider about the fall and to discuss their symptom concerns. The patient stated they would reach out to their managing health care provider (hcp). The patient was going to make a setting change but also stated they would reach out to their hcp to discuss their symptom concerns. Additional information was received from the patient. They reported that the falls effect on the implant was not determined. Additional information was received from the patient. Patient called back and stated they would be getting a new ins placed next tuesday (B)(6) 2024. Patient stated they had questions regarding which ins would be placed. Patient services reviewed patient needs to speak with hcp. Patient also mentioned they had been trying to get a hold of a manufacturer representative (rep) with questions. Agent reviewed general information regarding device with patient. Patient directed to hcp for specific procedure questions.